Event description:
The cast cutter was returned to the manufacturer for service, and during the evaluation it was observed that the unit had a cut in the power cord. Wires were found that could cause harm if touched. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for service. During the evaluation it was observed that the unit had a cut in the power cord and wires were found that could cause harm if touched. Service completed maintenance and repairs and then returned the device to the customer.